Event description:
The crew responded to a call of a person in cardiac arrest. Therapy electrodes were applied to the pt and the device indicated 'connect electrodes.' A backup device and cable was obtained and used throughout the call without incident. There were no adverse effects to the pt reported during this event.

Manufacturer narrative:
Therapy cable, therapy connector. Medtronic evaluated the device and observed a low voltage pin broken off from the therapy cable and stuck in the device's therapy connector. The therapy connector and therapy cable were replaced. Medtronic reviewed daily shift checks to visually inspect and to test therapy cables with test loads.